Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed processor circuit card. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse was getting alarm 61 (non-recoverable system error). They tried powering off and unplugging but error keeps returning. Advised if tried powering off and on and error keeps returning then they would need to send arctic sun device to biomed for evaluation. Biomed stated the device continued to give alarm 61. Rebooted several times. Biomed would check that connections are seated properly and replace the processor circuit card if needed. Parts and price provided.